Manufacturer narrative:
(B)(4). The device was sent to the service center for evaluation. The defect(s) reported by the customer has/have been verified and remedied. Motor does not turn: motor replaced, defective drill mounting mechanism 1.0 has been replaced by 1.25, keyboard pcb corroded, handcontrol set replaced, "micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed ,hipot test completed ,electrical safety test according to iec 60601-1 completed, functional test according to test procedure completed, safety test checklist enclosed. According to 'input check report', the root cause behind the failure was the corrosion of keypad pcb and jammed motor shaft. This is an old legacy fms product complaint, hence, there was no design history record review conducted for the same since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. A review into the depuy synthes mitek complaints system revealed no similar and dissimilar complaints for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the device was broken and needed service. During service and repair, it was determined that the device had a defective drill mounting mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate corrected evaluation statement: the device was sent to the service center for evaluation. The defect(s) reported by the customer has/have been verified and remedied. Motor does not turn: motor replaced, defective drill mounting mechanism 1.0 has been replaced by 1.25, keyboard pcb corroded, handcontrol set replaced, "micro": preventive replacement of o-rings performed according to service manual, unit cleaned, functional test performed, hipot test completed ,electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. According to 'input check report', the root cause behind the failure was the corrosion of keypad pcb and jammed motor shaft. This is an old legacy fms product complaint, hence, there was no design history record review conducted for the same since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. A review into the depuy synthes mitek complaints system revealed no similar and five dissimilar complaints for this device's serial number. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).